Manufacturer narrative:
Investigation: upon investigation, it was concluded that the light was improperly installed initially by an outside contractor. The light was found with an improperly positioned snap ring in the suspension arm. Berchtold offers a pre-install manual for this series light which can be downloaded via berchtold's website. It is unk if the contractor used this manual during install.

Event description:
The user facility reported that the light "fell apart" while a nurse was moving the light. No injuries were reported as a results of this incident.